Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture. It was further noted form x-ray that the lead was dislodged due to twiddlers. The lead was deactivated and new leadless device was implanted. There were no patient consequences.